Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported the system had a battery failure, the printer doesn't work, and the cd drive does not work. No pt injury was reported.